Event description:
Clinician narrative impella cp support was initiated in a 72-year-old male for acute myocardial infarction with cardiogenic shock, with a history of coronary artery disease and prior support with an intra-aortic balloon pump, inotropes, vasopressors, and mechanical ventilation for respiratory failure. Upon arrival to the cardiac care unit, the patient developed acute hemodynamic deterioration with decreased mean arterial pressure and reduced support flows. A large right groin hematoma was identified at the arterial and venous cannulation sites, with associated major bleeding and vessel perforation, prompting activation of a massive transfusion protocol and administration of blood products. Despite prolonged cardiopulmonary resuscitation and consultation with vascular and cardiothoracic surgery, the patient was deemed not a candidate for further intervention and subsequently expired. The impella cp will be coded for major bleeding, vessel perforation, hematoma and blood transfusion which are consistent with known risks associated with large-bore vascular access in critically ill patients requiring mechanical circulatory support, anticoagulation, and multiple invasive therapies. The device is conservatively reported as a death. The clinical course may also have been influenced by procedural and handling factors, including patient transport between units and ongoing hemodynamic instability as well as comorbid conditions. No causal relationship between the impella cp device and the patient¿s death was established. Patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the cause of the major bleed was not determined due to no product return and insufficient clinical details. The cause of the vessel perforation was not determined due to no product return and insufficient clinical details. The cause of the hematoma was not determined due to no product return and insufficient clinical details. The cause of the peri-procedural adverse event was not determined due to insufficient clinical details. Device history lot: device lot: 2007008. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.